Event description:
It was reported to philips healthcare that at power on, the heartstart xl ac power led indicator was lit and battery was getting charged; however, there was no display indicating the power was on. There was patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.